Manufacturer narrative:
H4: the lot was manufactured in july 2022. H10: the actual device was not available; however, retained samples were evaluated. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The retained samples were gravity and leak tested under water with no issues noted. The reported condition was not verified on the retained samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a syringe adaptor set leaked between the syringe connection and the adapter. This issue was detected during use with a patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.